Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the physician seated the device and attempted to pass cavity integrity assessment but the device would not pass. The device was removed and another device was inserted. After multiple tries with the second device, they could not pass the cavity integrity assessment. A hysteroscopy was performed and a uterine perforation was found. At this point the procedure was aborted. No additional details available.